Manufacturer narrative:
This report is filed on november 29, 2016. Implanted device remains.

Event description:
Per the patient's surgeon, the patient experienced necrosis of skin flap and infection at implant site, subsequently, the device was explanted on (B)(6) 2016. Re-implantation is planned but has not taken place as of the date of this report november 29, 2016.

Manufacturer narrative:
This report is filed on february 28, 2017.